Event description:
The manufacturer received information that a trilogy evo ventilator had device values that were different from the prior day; the peak inspiratory pressure had increased from usual. There was no harm or injury reported. Device evaluation at the manufacturer's service center indicated when the ventilation volume displayed on the device was compared with the measured value, it was confirmed to be lower by approximately 20%. Upon performing "internal flow verification" of the diagnostic test, it came to fail the test and required replacement of the device flow sensor to address the issue. Additional findings not related to the malfunction/issue: during the evaluation of the device at the manufacturer's service center, the device failed a test step for fio2 sensor receptacle verification. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed. The blower assembly, muffler assembly, air inlet foam filter and particle filter were replaced due to dirt. The device passed final testing after repair and was confirmed to operate properly.